Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh, anterior & posterior repair and placement of suprapubic catheter; due to cystocele, rectocele, and uterine prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele, uti and urinary retention.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure to treat urinary retention and cystoscopy and a sling was implanted. On (B)(6) 2002 the patient had surgery to release of transvaginal tape by the implanting surgeon. The patient had explant surgery on (B)(6) 2007 due to vaginal erosions secondary to mesh. It was reported that the patient experienced recurrence erosion, infection, and urinary problems. No additional information was provided. (B)(4).